Event description:
Info was provided by baxter quality mgmt of canada. The facility reported an incident "while transferring pt from or to ccu, noticed pump with heparin programmed at 100cc/hr. Initially heparin had been set to infuse 20cc/hr. When the nurses noticed the pump had switched to 100cc/hr. They had switched to 20cc/hr and it changed back to 100cc/hr before their eyes." No pt injury was reported. No add'l info available.